Event description:
A surgeon reported that a patient received op-1 putty in conjunction with calstrux as part of a lumbar fusion (date not provided) and experienced a staph infection approximately 6 weeks after surgery. No treatment was provided. Outcome of the event was not provided. The surgeon does not suspect the event was related to op-1 putty or calsrux. The event was deemed nonserious.